Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the carto 3 system displayed an error 136 ¿20 pole b catheter sensor error¿. The cable was replaced without resolution. The decanav catheter was replaced, and the issue resolved. It was also reported that a cardiac perforation to the left atrium (la) occurred. The perforation was discovered when the stsf catheter advanced out of the shell of the la and was confirmed by intracardiac echo (ice). Pericardial effusion was drained by pericardiocentesis (380ml). Patient was reported in stable condition. There was no report of prolonged hospitalization. Physician¿s causality opinion was not provided. The catheter sensor error was assessed as not MDR reportable. Since the event (cardiac tamponade) is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on 1-jul-2021. The device evaluation was completed on 6-jul-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. It was also reported that a cardiac perforation to the left atrium (la) occurred. The perforation was discovered when the stsf catheter advanced out of the shell of the la and was confirmed by intracardiac echo (ice). Pericardial effusion was drained by pericardiocentesis (380ml). Patient was reported in stable condition. There was no report of prolonged hospitalization. Physician¿s causality opinion was not provided. Visual analysis of the returned product revealed that no damage or anomalies were observed on the stsf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30542696m number, and no internal action was found during the review. As part of bwi¿s quality process all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).